Manufacturer narrative:
Evaluation results: the balloon was visually inspected under 10x magnification and it is noted that the balloon has burst. Visually the edges of the burst are smooth and there is equal wall thickness in the area that burst. Visually at the end of the burst there is a radius which is consistent with balloons that had been punctured with something sharp. Water was introduced through all of the device lumens and the water flows from where it should. Visually there is a sharp kink at the 4cm marker commonly seen when something sharp pokes a balloon. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. Root cause could not be determined. The balloon was damaged during use. A device history record review was performed for raw materials, in-process, finished goods and sterilization for lot number 739692 and there were no non-conformances or capas opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of product.

Event description:
It was reported that the balloon ruptured during use. It was in the patient and not functioning properly. The customer inspected it after removal and observed a small hole in the balloon. Health professional's impression (from customer): catheter balloon had popped (filled with heparnized solution and a small amount of contrast). Catheter was inspected after balloon removal and catheter tip was accounted for. Balloon had developed a small hole and unable to use. Assumption made that it happened on insertion. (B) (4)

Manufacturer narrative:
Device returned to edwards from customer on 07/14/2010. Evaluation will be performed, but has not yet begun; therefore, this information is not yet available. This event was determined to be reportable following edwards standard procedures. (B) (4) did this device involve an electrophysiology procedure or an attempted electrophysiology procedure: no. Device usage problem: device failed (e.g., broke couldn't get it to work or stopped working). Other patient information: ethnic background: not applicable. Other therapies in use on patient: no other therapies. Other devices in use on patient: none.